Event description:
It was reported patient came to surgery after she experienced a sudden onset of squeaking of her total hip. X-ray of her hip showed femoral head sitting superior in acetabular cup. Determines that the poly needs to be revised. Revision surgery is scheduled. During surgery noted that a superior piece of poly had broken. There were a few poly fragments in the joint. Surgery retrieved the fragments removed the poly from the cup and also removed ceramic head. Surgery determined that the cup and stem were still well fixed and in good shape. A new poly liner was impacted and appropriate length femoral head was seated. No other information is available at this time. There was no delay in surgery. Doi: on (B)(6) 2016. Dor: on (B)(6) 2022. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary; the device associated with this report was not returned. Based in visual examination of the involved poly liner, a disassociation event was able to be confirmed. It is not unreasonable that noise would be present due to the ceramic head articulating against the metal cup. It is subsequent the liner disassociation and does not signify any product error. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot; a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.